Manufacturer narrative:
Upon visual examination, it was observed that the sag head had no visual gap. Upon disassembly, it was observed that the rotor bearings were gritty and that the motor, press plug, and upper bearings were corroded. The presence of a corroded motor assembly, corroded bearings, and a sag head with no visual gap are likely to cause or contribute to the handpiece heating up.

Event description:
It was reported that the micro sagittal saw overheated during a bunionectomy. A back-up device was used to complete the procedure without pt or user injuries, and there were no adverse consequences.